Manufacturer narrative:
Manufacturer reference: (B)(4).

Event description:
According to the reporter, the staples did not seal properly. Clips and cautery was needed because product was reported to be faulty. No patient injury or ill-effects. No unanticipated tissue loss, tissue damage or bleeding. No reinforcement material used. No extension to surgical time required. Nothing fell in the surgical cavity. The actual samples were discarded by the customer but the packaging for both the reload and stapler will be returned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ftr# (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one opened blister package with the label attached for a reload. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned product packaging. Visual inspection of the packaging showed no damage or defects. The file will be closed as not confirmed. Probable causes for poor staple formation cannot be reliably determined from the packaging alone. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Only the label was returned for this product.